Manufacturer narrative:
Block h6: device code a020503 captures the reportable code of container compromised.

Event description:
It was reported that during unpacking, the sterilized container appeared to be compromised, as the package seal looked broken upon opening. The procedure was completed with another of the same device. No patient complications were reported.